Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that on (B)(6) 2022, the staff monitor went black. This was during a case, but the site was using boom monitors and those remained on. The site rebooted the system and the issue was resolved. The site rebooted when the surgeon was not using the system so there was no delay and no patient impact.

Manufacturer narrative:
The system was serviced in the field, and it performed as intended. No hardware parts were replaced. Software analysis determined that the logs captured segmentation fault at address (nil), and this issue was consistent with a known software issue. If information is provided in the future, a supplemental report will be issued.